Event description:
The soft plastic portion of the tubing burst on 2 different occasions while chemotherapy was infusing. A third tubing was d/c'd, discontinued and found to have two "ballooned" sections ready to burst.